Manufacturer narrative:
Product event summary: analysis was able to confirm that there was a deviation between the cursor on the screen and the stylus, and noted that a stylus calibration did not solve the problem. It was additionally noted that the stylus cable was worn out though the stylus was working correctly, the lower bullets were missing and software errors were found in the update history. The touch screen, stylus and bullets were replaced and the touch screen calibrated, new software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left side of the programmer's screen did not respond to the touch screen. The programmer was returned for service. No patient complications have been reported as a result of this event.